Event description:
Vague report of auto syringe intermittently stopping in the middle of injection cycle. It is unk if the pump alarmed or not. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, age of pt, medication involved or the set up of the infusion device. Follow-up with biomed revealed no pt injury resulted.